Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly the pump had no power and the battery compartment was cracked. The reporter confirmed that there was no moisture in the pump and that the battery cap was secure. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2017 with the following findings: review of the black box data revealed records of rebooting. The battery compartment was confirmed to be cracked. The returned battery cap was intact and secured properly to the pump. The pump was exercised for 24 hours without any power issues. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.